Event description:
It was reported to philips that the device intermittently had blank spots in the ECG waveform. The customer was unsure if pads or leads were in use at the time of the alleged failure. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.